Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm and software error alarms. The customer reported that the insulin pump totally zeroed off and shut off. The customer's blood glucose was 303 mg/dl at the time of incident. The customer stated that the insulin did exit during fixed prime. The customer stated that the cannula was not bent. The customer stated that the software error alarms did not alarm while changing the settings. The customer stated that the software error alarms did not occur right after battery change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for 3 days no a52 alarms noted. The insulin pump powered up properly after battery installation, the operating currents within specifications and no shutting off on its own noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked battery tube threads.